Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer was concerned with a philips mms module located in or room 1. There were multiple complaints that the a05mms module was reading consistently low. Poor correlation with lab results (abg). The spo2 was 90-92% throughout the case; abg lab results pa02 was 515. No consequences or impact to patient.